Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increasing pacing impedance measurements from 400 ohms at implant to 2000 ohms currently on the right ventricular (rv) channel. Threshold measurements are stable despite no capture. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system continued to exhibit out of range pacing impedance measurements on the right ventricular channel. Therefore, therapy was programmed off and this system was electrically abandoned. A replacement device and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that a red alert had been generated for this system due to an out of range pacing impedance measurement of 2469 ohms on the rv channel. All other lead measurements have been stable. A boston scientific technical services consultant documented and discussed the clinical observations with the health care professional. No adverse patient effects were reported.

Event description:
This supplemental report is being processed due to additional pertinent information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.